Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of noise were observed which caused inappropriate automatic mode switch (ams). The physician elected to reprogram the device and continue to monitor the patient. The patient's condition was stable.